Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had alarms for no apparent reason and pump alarms "check IV set" and has low pressure. Changed bottle-side pressure sensor and ran all standard tests. Prob lems were not resolved. There was no patient involvement.